Event description:
Ous MDR - the reported lead lost fixation and has been removed. A problem with the screw is suspected by the physician.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During visual inspection the lead's distal part was found partly pulled out from the ring electrode. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Traction forces applied during the explantation procedure should be taken into consideration. With regard to the issues mentioned in the complaint description, the length of full extension of the fixation helix was within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.